Manufacturer narrative:
Continued e.1. Phone number:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "pericapsular linear calcifications on the external side and pericapsular hematoma". The device has been explanted and replaced. Total capsulectomy was performed.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: calcification-breast: not observed. Capsular contracture-breast: unable to observe, since it is not related to the device. Hematoma-breast: unable to observe, since it is not related to the device. Additional observations: deformation is observed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. And "pericapsular linear calcifications on the external side and pericapsular hematoma". The device has been explanted and replaced. Total capsulectomy was performed.